Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 672 mg/dl and a large ketone level identified as dangerous. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as the customer lost the pump and was unable to troubleshoot with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.